Event description:
Date of implant: 2005. It was reported that a pt underwent a surgical procedure for reduction and fusion of a spondylolisthesis, approximately 11months ago. CT scans and x-rays revealed a solid fusion at 9 months post-op. Physician gave pt full medical clearance with activities such as rowing. Two months later, pt complained of a "sudden pain in the lower back area when twisting" following this activity. X-ray indicated a dislodgement of the rod from the screws on the left side. Pt underwent a revision surgery to remove the instrumentation. No pt complications reported.

Manufacturer narrative:
Device has been explanted and/or returned to the MFR; therefore product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that the x-rays confirmed that the rod pulled out of the fixed angle screw construct. Setscrews appear to be in place. Construct consisted of four fixed angle screws and a pre-lordosed ti alloy rod. A ti alloy rod was used in place of a cp ti rod.